Event description:
The original report received from medical affairs states that a patient called requesting MRI information and reported an adverse event. Due to an internal carotid artery dissection and a dissecting pseudo aneurysm the patient underwent coiling and revascularization of the left internal carotid artery (ica) and also had an enterprise vascular reconstructive device placed in her carotid artery. During the index procedure, while attempting to deploy a cordis trufill orbit coil through a courier enzo microcatheter (mc), the mc herniated and the coil was removed. Another coil was deployed and the aneurysm was successfully treated. The following month the consumer experienced depression, related to cognitive loss. The patient's physician ordered an MRI of the head which revealed a punctuate remote hemorrhage. The patient is a (B)(6) female. On (B)(6) 2009, while the patient was jogging, she experienced an acute onset headache associated with nausea. Her symptoms were refractory to treatment and worsened gradually over time. A workup with MRI and mra of the brain and neck demonstrated a left distal cervical internal carotid artery (ica) dissecting aneurysm. On (B)(6) 2010, she was referred for potential stent assisted coiling of the aneurysm. During treatment of the dissection and attempted coil embolization of the pseudoaneurysm it was noted that the prowler lp microcatheter dislodged from the left ica aneurysm pouch and could not be repositioned. This occurred after six (orbit 10mmx30cm x 2, orbit 7mmx21cm, orbit 6mmx15cm, deltapaq 10 cerecyte 5mmx15cm, and a deltapaq 10 4mmx10cm) coils were successfully detected and deployed.

Manufacturer narrative:
The original report received from medical affairs states that a patient called requesting MRI information and reported an adverse event. Due to an internal carotid artery dissection and a dissecting pseudo aneurysm the patient underwent enterprise assisted coiling and revascularization of the left internal carotid artery (ica). During the index procedure, while attempting to deploy a cordis trufill orbit coil through a courier enzo microcatheter (mc), the coil herniated out of the aneurysm and the coil was completed removed from the patient. Another coil was deployed and the aneurysm was successfully treated. The following month the patient experienced depression, related to cognitive loss. The patient's physician ordered an MRI of the head which was performed 16 months post procedure and revealed a punctuate remote hemorrhage. After acute onset of headache and nausea, refractory to treatment and gradually increasing over time, workup demonstrated a left distal cervical internal carotid artery (ica) dissecting aneurysm measuring 10mmx10mmx6mm. During treatment of the dissection and attempted coil embolization of the pseudoaneurysm it was noted that the prowler lp microcatheter dislodged from the left ica aneurysm pouch after six (orbit 10mmx30cm x 2, orbit 7mmx21cm, orbit 6mmx15cm, deltapaq 10 cerecyte 5mmx15cm, and a deltapaq 10 4mmx10cm) coils were successfully detected and deployed. Since no optimal position could be achieved the prowler lp was removed and another microcatheter (courier enzo) was navigated and positioned in the aneurysm neck. An additional cordis trufill orbit coil (3.5mmx7.5cm) was attempted to be place; however due to herniation, the coil was removed and a deltapaq 10 cerecyte (3mmx10mm) was successfully deployed. The courier enzo mc was removed and a prowler 14 plus in conjunction with a synchro 2 micro-guidewire, were navigated through the left ica. The micro-guidewire was removed and an enterprise (4.5mm x 37mm) stent was positioned across the aneurysm and deployed covering the entire aneurysm neck. Post treatment angiogram of the left ica in frontal and lateral projections demonstrated complete occlusion of the aneurysm and there was normal filling of the left intracranial ica branches. Complete and successful stent assisted coil embolization of the unruptured aneurysm was documented. The following month the consumer experienced depression, related to cognitive loss, described as being tearful, and not able to work. Approximately a year later the patient was placed on gabapentin for pain. Approximately sixteen months post index procedure, a follow up MRI of the brain was performed and revealed a punctuate focus of susceptibility artifact in the high left frontal lobe. This was noted to likely be a punctuate remote hemorrhage as there was no calcification on a prior CT scan in this particular area. With further neurological evaluation it was reported that it was difficult to know to what extent the patients reported symptoms are reflective of changes related to the left internal carotid artery dissection and that symptoms could be consistent with some left hemisphere disruption. It is also possible that the presence of anxiety and depression may also be contributing to the post procedure symptoms. The 3.5x7.5 orbit mini complex fill coil that was withdrawn from the patient due to herniation out of the aneurysm during positioning is not available for analysis. The lot number is not known; therefore a device history record review cannot be completed. Vessel/aneurysm characteristics and device selection are procedural/clinical factors that can contribute to coil positioning difficulties. Based on the available information, there is no indication of any relationship to the manufacturing process. Therefore, no corrective actions will be taken. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1058196-2011-00429 and 1058196-2011-00430.

Manufacturer narrative:
Therefore the prowler lp was removed and another microcatheter (courier enzo) was navigated and positioned in the aneurysm neck. An additional cordis trufill orbit coil (3.5mmx7.5cm) was attempted to place. Due to herniation of the mc, the coil was removed and a deltapaq 10 cerecyte (3mmx10mm) was successfully deployed. A follow up angiogram of the left ica showed obliteration of the aneurysm. The courier enzo mc was removed and a prowler 14 plus, in conjunction with a synchro 2 micro-guidewire, were navigated through the left ica . The micro-guidewire was removed and an enterprise (4.5mm x 37mm) stent was positioned across the aneurysm and deployed covering the entire aneurysm neck. Post treatment angiogram of the left ica in frontal and lateral projections demonstrated complete occlusion of the aneurysm and there was normal filling of the left intracranial ica branches. The following month, the consumer experienced depression, related to cognitive loss, described as being tearful, and not able to work. Approximately a year later, the patient was placed on gabapentin for pain. Approximately sixteen months post index procedure, a follow up MRI of the brain was performed and revealed a punctuate focus of susceptibility artifact in the high left frontal lobe. This was noted to likely be a punctuate remote hemorrhage as there was no calcification on a prior CT scan in this particular area. Please note that the patient confirmed that there were no troubles with the stent and that the stent "had saved her life." Concomitant devices: orbit 10mmx30cm x 2, orbit 7mmx21cm, orbit 6mmx15cm, deltapaq 10 cerecyte 5mmx15cm, and a deltapaq 10 4mmx10cm, prowler lp, envoy catheter, agility 14 standard wire, synchro 2 microguidewire. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with MFR report # 1058196-2011-00429 and 1058196-2011-00430.